Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Device was discarded. If add¿l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the box was received at the hospital damaged in shipping.